Event description:
Additional information received by the surgeon indicated the viscoelastic occluded tip and heated up needle. This happened during first 10-15 seconds of case during sculpt phase while bowling out center of cataract before central grove on postoperative day one, the patient was negative for seidel, however, the iris had peaked to inner temporal wound. Sutures were removed at the 2 week postoperative visit. The patient currently has 9 diopters of astigmatism.

Event description:
A surgeon reported a patient experienced a corneal burn during cataract surgery. The doctor indicated the viscoelastic was trapped in the handpiece during sculpting. Sutures were used to close the wound. Additional information has been requested.

Manufacturer narrative:
A company clinical analyst reviewed the case and stated the following: ¿the surgeon reported a patient experienced a corneal burn during cataract surgery. The surgeon indicated the viscoelastic was trapped in the phaco handpiece during sculpting. Sutures were used to close the wound. Additional information received by the surgeon indicated the viscoelastic occluded the phaco tip and heated up the tip. This happened during first 10-15 seconds of case during the sculpt phase while bowling out the center of the cataract before central grove on postoperative day one, the patient was negative for seidel, however, the iris had peaked to the inner temporal wound. The sutures were removed at the second week post-operative visit. The patient currently has nine (9) diopters of astigmatism. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
(B)(4).